Event description:
It was reported that two patients fell off the mattress and were taken to the hospital for evaluation.

Manufacturer narrative:
It was reported that two residents fell out of bed as their position was being changed. Very little information was provided regarding the extent of any injuries but both were described as head injuries and suturing may have been required for one resident. Two contacts at the facility provided pieces of information and one contact thought there may have been a fracture of some sort for one of the residents but had no details. Repeated unsuccessful attempts were made to schedule an appointment to meet with staff, gather additional information and evaluate the product. The product remains at the facility. It was reported that at least one resident had the side rails up when the incident occurred. It was not known if sheets or other layers were placed on the mattress. It is not known if staff members were on both sides of the mattress as the resident was being turned. We do not know how much assistance was required to change their positions. Reserved mattresses were tested and the incident could not be duplicated. At this time, there is no information to suggest the mattress had any role in causing or contributing to the adverse event and a root cause has not been determined.